Event description:
On about (B)(6) 2008 an advance sling was implanted in a (B)(6) male, to treat for stress urinary incontinence. It was reported that after the sling placement the patient developed urinary urgency and he was unable to empty his bladder. Therapies have included self-catheterization, exercises and mild sleeping pills. It was reported that the patient is "not a candidate for remedial surgery" and his "detrusor pressure is normal." It was also reported that the patient's psa is elevated, "getting up to 1.0," and his radiologist has suggested appropriate sling intervention before initiating radiation therapy. No treatment plan has been decided as yet.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.